Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated which revealed that the cable pins were burnt. Corrosion was also discovered throughout the device.

Event description:
Customer stated that the product operated automatically as soon as the cable was plugged in. There was no pt involvement and no adverse consequences reported with this event.